Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of above 500 mg/dl.. The customer took a manual injection to stabilize blood glucose level. The customer believe that the pump was not functioning properly, but stated that no alerts or alarms were declared.